Event description:
A customer reported a past incident involving a low blood glucose event, with the lowest level recorded at 37.8 mg/dl. The customer went to the emergency room (ER) first and was subsequently admitted to the hospital. There was no loss of consciousness or injury reported due to the low blood glucose level. The customer took corrective action prior to being admitted to the hospital by consuming glucose tablets and was advised by a doctor to remove the pump. While in the hospital, the customer was treated with intravenous saline and insulin. The customer was released from the hospital (B)(6) 2025 with the reported issue resolved and no permanent damage. A system check was performed, and it indicated that the pump was functioning as intended. Additionally, cts recommended consulting a healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged.els, which the customer acknowledged.